Event description:
The pt was having an outpatient endoscopy. The vizishot -single use aspiration needle- malfunctioned during an ultrasound endoscopic and regular bronchoscopy procedure. The stylette would not refeed back into the needle. A new vizishot had to be opened and the case proceeded.